Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 298 mg/dl at the time of call. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that there were no air bubbles, leaks, insulin issues and site issues found during troubleshooting. The customer declined to check for setting issues. The customer stated that the no delivery alarm was resolved by a complete set change. The insulin pump will not be returned for analysis.